Event description:
The customer reported via phone call that the customer was filling the reservoir. However, the customer stated that the insulin was disappearing out of the reservoirs. The customer's blood glucose was unknown. The customer declined further assistance. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.